Event description:
After removal of local anesthetic injection, utilizing a 30g/ 1.3 mm needle, it was noted that needle broke off from hub and remained lodged in patient. FDA safety report ID# (B)(4).